Manufacturer narrative:
Reporter is company representative. Investigation summary: investigation flow: damage. Visual inspection: the stardrive screwdriver shaft t8 105mm (p/n: 314.467, lot number: 6371361) was received at us cq. Visual inspection of the complaint device showed the driving threads on the tip were twisted. Device failure/defect identified? Yes. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the threads are stripped. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part #: 314.467, synthes lot number: 6371361, manufacturing site: synthes (B)(4), release to warehouse date: jul 01, 2010. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection, a bending pliers would not open due to rust embedded in the grooves and spring. The threads of an extraction screw were stripping, a stardrive screwdriver shaft tip is warping due to wear, two (2) periosteal elevator (round and straight) have staining between the wooden handle and elevator, a graphic case top coat of aux bin is starting to peel, and the depth gauge handle has a crack through it. There was no patient or surgical involvement. This report is for one (1) stardrive screwdriver shaft t8 105mm. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4: lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.